Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17631) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was unable to be interrogated and telemetry could not be established with multiple different programmers. Subsequently, the device was explanted and replaced.